Event description:
The sales representative pulled this product (size they needed) from shelf and heard an unusual noise. To be safe; they retrieved an extra product from their samples (in car) of the same size. When the box was opened it was discovered that the stem had broken through the blister package. There was no impact to patient or delay to surgery; as the second product was on hand.